Manufacturer narrative:
The strap latch secures the tape which holds the et tube. The cause of the reported hinge break cannot be determined, however excessive stress on the hinge during use cannot be ruled out. A review of the complaint history for this device was reviewed and will continue to be monitored.

Event description:
It was reported that the anchorfast endotracheal tube holder was applied to the patient on (B)(6) 2016. During the morning assessment on (B)(6) 2016, the strap latch was noted to be open with one portion of the strap latch hinge reportedly left intact. The endotracheal tube remained secure with the et tube wrap still adhering and securing the et tube. The anchorfast was removed and a new anchorfast was applied.